Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 65 mg/dl on the way to the hospital, and 224 mg/dl at the time of the call. The customer used soda, candy, pizza to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had high blood glucose all day before the low, and they used the pump to treat the highs. The customer stated the reservoir emptied twice within 2 hours. The insulin pump will be returned for analysis.